Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via insulin pump and manual injections. Troubleshooting for high blood glucose was performed. Customer performed and passed the high-pressure test. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose levels per healthcare provider¿s instructions. Customer¿s parent advised the patient developed ketones and wanted a replacement insulin pump for the patient¿s safety. Customer¿s parent was advised a replacement insulin pump would be sent.